Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete reporter information. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the user did not know how often to replace the water filter, which caused the water filter to become clogged and reduce the amount of water supplied, causing the incident. The event can be detected/prevented by following the instructions for use which state: "chapter 7 routine maintenance 7.2 replacing the water filter (maj-824 or maj-2318) check the following for each connector. Replace the water filter at least once a month to prevent contamination of the rinse water. Note using at least a prefilter (0.45 micron or less) can extend the life of the water filter. If the prefilter is properly installed, the water filter and the prefilter should be replaced at least once every 6 months. For information on the water pre-filtration system, contact olympus." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer reported a longer reprocessing time in speaking with the olympus technical assistance center (tac). It was determined during the conversation with the customer that the water supply flow in the reprocessing basin was slower than before. The issue was resolved through replacement of the water filters. As the issue was resolved, a device return is not expected. Three good faith efforts were made to obtain additional information regarding the event; however, no response received from the customer. The investigation is ongoing, and a supplemental report will be submitted upon completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the endoscope reprocessor's current reprocessing time was 35 minutes which was longer than the normal run time. No error code was displayed. The issue was found during reprocessing. There were no reports of patient harm.